Event description:
It was reported that two months after the index procedure to treat a unruptured aneurysm of the basilar tip with an enterprise stent (enf452200/1391474), neuroform stent, and non-codman coils, the patient suffered a stroke during that week and was being treated at an outside rehabilitation facility. Additionally, the patient is being sent to a skill care facility and is having therapy. The patient has feeding tube, and is able to talk with some difficulties. It is unknown on what side the stroke originated. The patient seems to be more tire than the past per spouse, and had an abdominal CT scan that showed a kidney tumor that it is unknown if it is related to past medical history of cancer. No biopsy has been conducted on the tumor. No further information was available (patient weight, height, dob, or other medical history, etc.).

Manufacturer narrative:
It was reported that two months after the index procedure to treat a unruptured aneurysm of the basilar tip with an enterprise stent (enf452200/1391474), neuroform stent, and non-codman coils, the patient suffered a stroke during that week and was being treated at an outside rehabilitation facility. Additionally, the patient is being sent to a skill care facility and is having therapy. The patient has feeding tube, and is able to talk with some difficulties. It is unknown on what side the stroke originated. The patient seems to be more tire than the past per spouse, and had an abdominal CT scan that showed a kidney tumor that it is unknown if it is related to past medical history of cancer. No biopsy has been conducted on the tumor. No further information was available (patient weight, height, dob, or other medical history, etc.). (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10391474. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Stroke and vessel/side branch occlusion is a known potential adverse event associated with interventional neurovascular procedure and use of the enterprise vrd as outlined in the instructions for use. Patient, vessel and procedural factors may have contributed to the event. Based on the available information, the location of the occlusion as related to the enterprise, and as reported, the relationship of the reported event to the enterprise vrd and procedure cannot be determined. However, with review of the information and the device history records there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This report is for complaint #(B)(4).

Manufacturer narrative:
The report received from the account indicated that the patient was found to have an unruptured basilar tip aneurysm. Examination was conducted consisting of the carotid and cerebral arteriogram and stent assisted coil embolization of a wide neck basilar tip aneurysm. The vessels catheterized were the left subclavian artery, left vertebral artery, and distal third order vessels x3. Angiograms obtained: left vertebral cervical and cerebral. Rotational arteriogram of the posterior cerebral circulation from injection of the left vertebral artery. Three-dimensional mip images were reconstructed from the data set control angiograms x 9. Vessels treated: unruptured aneurysm of the distal tip of the basilar artery. Materials: 19 gauge single wall needle. 0.035 short tension wire. 6 french short vascular sheath. 0.035 angled glidewire. 5 french oav diagnostic catheter. Tad ii exchange wire with extension. 6f navien 0.072 guiding catheter. Prowler select plus microcatheter, marksman microcatheter, excelsior sl-10 microcatheter. 014 transcend soft tip microguidewire. Neuroform ez 4.0 x 20 mm stent. Enterprise 4.5 x 22 mm stent. Microvention hydroframe 10 detachable microcoils (7 x 15 30, 6x12 30) microvention hydrocoil hydrosoft 10 detachable microcoils (helical, 5 x 16,4 x 10, 3 x 8). Microvention hypersoft 10 detachable microcoils (helical, 2 x 4 (2), 2 x 3, 2 x 2). Heparin, initial bolus 3000 units. Visipaque 320 (180 cc). Angioseal closure device. Findings: summary: diagnostic angiography revealed a wide necked 7mm diameter aneurysm arising from the distal tip of the basilar artery. The aneurysm measures 7.8 x 6.8 x 6.3 mm. The aneurysm incorporates the origin of the left posterior cerebral artery. Stent assisted coil embolization was performed by placing a neuroform 4.0 x 20 mm stent into the left posterior cerebral artery, followed by a 4.5 x 22 mm enterprise stent placement through the neuroform into the right posterior cerebral artery in a y fashion. The enterprise was initially only partially deployed. The sl 10 microcatheter was placed through the neuroform stent into the aneurysm, and coil embolization was performed. The aneurysm was well packed, there remains residual in the left superior-medial aspect of the aneurysm which likely will need additional embolization when the stents have endothelialized. Diagnostic findings: left vertebral artery: ap and lateral cervical angiograms performed from the left vertebral artery demonstrate no evidence of stenosis at the origin of the vertebral artery. There is no evidence of dissection or significant atheromatous disease. Left vertebral artery: ap and lateral cerebral angiogram performed from the left vertebral artery demonstrates a 7. 8 x 6.8 x 6.3 mm basilar artery aneurysm, with a wide neck (5.2 mm). The lesion incorporates the origin of the left posterior cerebral artery. The vertebral artery gives rise to the left posterior inferior cerebellar artery before joining the right vertebral artery to form a normal appearing proximal basilar artery. The basilar artery gives rise to the anterior/inferior cerebellar arteries, superior cerebellar arteries, and posterior cerebral arteries bilaterally. Left vertebral artery: ap, lateral, 3d rotational, and working projection angiograms performed from the left vertebral artery demonstrate a wide-necked basilar aneurysm arising from the basilar apex incorporating the left posterior cerebral artery origin. There is no evidence of additional aneurysm, arteriovenous malformation, arteriovenous fistula, vasospasm, or other vascular abnormality. Working projection angiograms performed during placement of the y stent demonstrate the following: marksman microcatheter well placed within the left posterior cerebral artery, neuroform stent deployed in good position from the left pca to the mid basilar artery, the prowler plus microcatheter in good position in the right pca, enterprise stent partially deployed across the right pca to the distal basilar, and sl 10 microcatheter in good position in the aneurysm. Working projection angiograms performed during coil embolization demonstrate progressive coiling of the dome of the aneurysm. Angiograms performed following placement of the 9th and final coil demonstrate good packing of the dome of the aneurysm. Both posterior cerebral arteries and superior cerebellar arteries remain patent. There is essentially complete exclusion of the aneurysm from the circulation. There is no evidence of distal embolic event. Final ap and lateral cerebral angiogram demonstrate no evidence of distal embolic event. There was some filling at the base of the aneurysm there are there is no filling at the top of the dome at the likely rupture site. Procedure: the patient was brought to the angiography suite and placed in a supine position on the fluoroscopy table. He was intubated and placed under general anesthesia, under the care of the members of the department of anesthesiology. Both groins were prepped and draped in a sterile fashion. Following a pre-procedural pause, a right femoral arterial puncture was performed with a single wall technique, and a 6 french vascular sheath was placed. This was connected to heparinized saline flush per protocol. A baseline act was obtained. The patient received 3000 units of heparin intravenously. A 5 french oav diagnostic catheter was then placed through t artery. The catheter was then placed into the left vertebral artery. Ap and lateral cervical cerebral angiograms were performed. A rotational angiogram was performed, and three-dimensional mip images were reconstructed from the data set. Images were submitted for volume rendering, reconstruction, and interpretation on an independent workstation. The diagnostic catheter was exchanged over a tad ii wire, for a navien .072 guiding catheter. A 150cm marksman catheter was then advanced into the left posterior cerebral artery using a syncro ii soft wire. A neuroform 4.0 x 20 ez stent was deployed from the posterior cerebral artery to the basilar artery, a prowler select plus was advanced through the neuroform stent into the right posterior cerebral artery. A 4.6 x 22 mm enterprise stent was partially deployed in they fashion. An excelsior sl 10 microcatheter was placed through the neuroform stent into the dome of aneurysm using a transcend soft wire. The aneurysm was then embolized using microvention hyperframe and hypersoft microcoils, as well as bare platinum microcoils. At this point, the enterprise stent was fully deployed. Working projection angiograms demonstrated despite extensive packing of the dome of the aneurysm, with essentially complete exclusion of the aneurysm from the circulation. Final cervical angiograms were performed. The guiding catheter was removed. The femoral sheath was removed over a wire, and hemostasis achieved using a 6f angioseal device. The patient was taken to the neuro ICU for additional care. There was no evidence of immediate post-procedural complication. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.